Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch # t94c8v. Investigation summary the device was returned with the blade tip damaged with gouge marks (with a "c" shape mark in the blade), however, the blade was not broken off as reported. Additionally, the tissue pad was damaged, melted, and 100% present. The device was tested on a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: during procedure, alarm was occurred and the device was removed from the patient. The blade was broken outside of the patient when it was confirmed. The broken piece was not returned.

Event description:
It was reported that during a laparoscopic colectomy, the blade was broken off after the device was used for 17 minutes. There was a possibility that the device clamped a metal. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.